Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00157, 3005099803-2014-00158, 3005099803-2014-00159, 3005099803-2014-00160 and 3005099803-2014-00161 for the other associated device information. It was reported to boston scientific corporation that five jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted the hydrophilic tip of the guidewire detached exposing the corewire tip. Four more jagwires were going to be used but the distal tip of each guidewire was also detached, exposing the corewire tip in each case. It was reported that the distal tip of two of these jagwires were noted to be detached before the package was even opened. There was no reported damage to any of the packaging. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that a section of the pebax detached exposing the corewire tip, approximately 2.5cm. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter measurements are within the specifications. It was noted that the condition of the returned unit was consistent with the complaint incident that the distal tip detached exposing the corewire tip. The available information fails to indicate a definite root cause. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-00157, 3005099803-2014-00158, 3005099803-2014-00159,3005099803-2014-00160 and 3005099803-2014-00161 for the other associated device information. It was reported to boston scientific corporation that five jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted the hydrophilic tip of the guidewire detached exposing the corewire tip. Four more jagwires were going to be used but the distal tip of each guidewire was also detached, exposing the corewire tip in each case. It was reported that the distal tip of two of these jagwires were noted to be detached before the package was even opened. There was no reported damage to any of the packaging. The procedure was completed with a sixth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.